Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. There was no corrosion in the pump and the battery cap was able to be secured properly to the pump. There was no damage noted to the battery compartment and there was no yellow o-ring visible at the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-apr-2019 with the following findings:.the black box contained no power on reset event. No damage found to battery cap and the battery cap attached securely to pump. The pump was exercised 12 hours with no power issues or alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and moisture was found inside the battery compartment. Moisture ingress confirmed through leak testing.